Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 series scope was noted due to faulty patient board set. In addition, faded front panel, dirt and faded button switch ring, and worn out video connector unit loose latch causing poor connection were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, printed-circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display during evaluation of the device. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.